Manufacturer narrative:
Literature citation: tamrazi, a (2015, october, 20). Percutaneous retrieval of permanent inferior vena cava filters. Cardiovasc intervent radiol, 1-8. Please note that the exact event date is unknown due to the nature of the complaint. The publication has been attached to the med watch report. Complaint conclusion: as reported in a publication, percutaneous retrieval of permanent inferior vena cava filters. In one case involving a (B)(6) female patient with a trapease filter, the filter was complicated by ivc (inferior vena cava) thrombosis. The ivc filter dwell time was 8 years. The indication for filter removal was to allow cessation of anticoagulation. Following a thrombolysis procedure, the patient returned for ivc filter removal that used a combination of blunt dissection from a superior jugular approach and laser photoablation from below using a femoral approach to successfully retrieve the filter. This patient was heparinized (approximately 50 units/kg) during the retrieval procedure. The device remained implanted in the patient and thus was not retuned for analysis nor was a sterile lot number provided to conduct a DHR. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication and occurs in approximately 3.6 to 11.2 % of all patients¿. Factors that may have influenced the event include patient, pharmacological and lesion. There is no indication of a manufacturing related cause for the difficulty experienced by the customer; therefore, no corrective action will be taken at this time.

Event description:
As reported in a publication, percutaneous retrieval of permanent inferior vena cava filters. In one case involving a (B)(6) female patient with a trapease filter, the filter was complicated by ivc (inferior vena cava) thrombosis. The ivc filter dwell time was 8 years. The indication for filter removal was to allow cessation of anticoagulation. Following a thrombolysis procedure, the patient returned for ivc filter removal that used a combination of blunt dissection from a superior jugular approach and laser photoablation from below using a femoral approach to successfully retrieve the filter. This patient was heparinized (approximately 50 units/kg) during the retrieval procedure.